Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that in the past 3 months, the implantable neurostimulator (ins) seemed to be moving more toward her waistline. The patient noticed it was more difficult to charge her ins. The patient had an appointment with the healthcare provider (hcp) to discuss the issue the week after the report. This occurred gradually since (B)(6) 2015. Relevant medical history included post-lumbar laminectomy syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the change in position of the implant led to the device moving and difficulty charging. The patient had lost some weight and the implantable device along with the incision was moved to another area. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2016. At this time they were going to purchase a special belt to position the lower portion of the implant. They ordered a back support belt to apply over the device so the device did not move when the patient did. The patient would see the hcp in 2 months on (B)(6) 2016 for evaluation and would have a manufacturer's representative available for assistance and guidance.